Event description:
It was reported that during the procedure to treat a concentric, 90% stenosed, de novo lesion in a heavily tortuous, distal right coronary artery (rca), a non-abbott guide wire was positioned, then a 2.5x15 trek rx balloon dilatation catheter (bdc) was advanced with an unspecified microcatheter (due to challenging anatomy) to the target site. The trek rx balloon was inflated without difficulty to an unspecified pressure (below its rated burst pressure (rbp)), but was unable to be deflated. By changing position of the unspecified guiding catheter and microcatheter, the trek rx balloon was able to be partially deflated. The microcatheter was then advanced distally then the trek rx balloon was inflated a 2nd time to an unspecified pressure (below rbp again); the balloon failed to completely deflate. The microcatheter was advanced to the proximal end of the trek rx balloon to wedge the partially deflated balloon inside of the microcatheter and, the trek rx balloon was able to be successfully pulled inside of the microcatheter. The trek rx and microcatheter were withdrawn from the anatomy as a single unit. A xience xpedition stent was then implanted and post-dilatation was completed using an nc trek bdc, successfully completing the procedure. There were no adverse patient effects, however, this issue reportedly caused a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported deflation issue was not confirmed. The difficulty removing could not be replicated in the lab environment as it was based on case circumstances. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.